Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: unique identifier (UDI) number. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H11: additional narrative. Zfx received one (1) gentek® angulated screw channel tibase, tsv®/tm® engaging, 4.5mmd x 1.3mmch, and the associated screw one (1) gentek® hexalobular retaining screw, tsv®/tm® , for evaluation. Visual evaluation / functional test was performed. -visual evaluation: the screw is broken right at the start of the thread. The screw has visual damages because of the use. Screw is full of cement on all sides including the initial end of the threat. Broken thread has not been received. Ti base has the hex broken and is also full of cement. -functional test: the screwhead is in good condition and it can be turned with screwdriver. The ti-base is broken, and no functional test is possible complaint history review was performed for the reported lot number l000251112 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿screw fracture¿. Complaint history review was performed for the reported lot number l000251112 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿abutment fracture¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque applied - customer error. Therefore, based on the available information, a device malfunction did occur. Screw and tibase are broken. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor reported that one ti base fracture at the hex and the screw, and other screw fractured. Tooth sites 36 and 46.

Event description:
Doctor reported that the titnium bases at tooth sites 36 and 46 fractured by the screw part and were removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: zfx11zb-tsv45as03e, gentek¿ angulated screw channel tibase, tsv®/tm¿ engaging, 4.5mmd x 0.3mmch, lot: 0000250218.